Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 123, 142 and 76 mg/dl. The customer's expected fasting blood glucose test result range is 75 - 145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 128 mg/dl and 138 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/22/2017 and open vial date is 09/06/2016. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns:143 mg/dl, 76 mg/dl. Customer is storing the test strips in the pantry outside of the kitchen.